Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between on (B)(6) /2026. The wearable was inserted into the arm on (B)(6) 2026. While hospitalized, the patient had a second sensor inserted at approximately 3:00 am on monday, on (B)(6) 2026. Shortly after insertion, the replacement sensor also demonstrated inaccuracies, consistently reading an average of 50 mg/dl lower than the patient¿s blood glucose meter (bgm). For example, when the bgm measured 240 mg/dl, the cgm displayed 170 mg/dl. According to the patient, this discrepancy was present from the moment the sensor was inserted. The patient also reported that hospital staff administered IV insulin during this period. Throughout the call, the patient stated he continued to feel unwell and attributed his symptoms and experience to what he perceived as faulty sensor performance. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 50 points. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.